Event description:
It was reported that the right ventricular coil lead impedance was out of range possibly due to not being connected fully. Later when the device was in the pocket and the right ventricular lead was fully seated, all measurements were in normal range. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.